Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty and stuck collet in the reported problem area of the pipette assembly. The lld contact spring, tip clamp, tip retaining clip, and plunger clamp were replaced. The instrument was inspected, cleaned, tested without further problem, and returned to service.